Event description:
: It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose level of 450 mg/dl; cause was unknown. Reportedly the customer fell, however no injury was reported. The customer was treated with intravenous fluids of insulin and saline to address blood glucose level and was released on (B)(6) 2026. A pump system check was completed and no issues were found. Recommendation was made to consult with a healthcare provider regarding diabetes management.